Manufacturer narrative:
The main device, other components include: product ID: 8709, lot#: j11294r46, implanted: (B)(6) 2002, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was receiving baclofen at an unknown concentration and dosage via an implantable pump. On (B)(6) 2017, it was reported that the patient had a catheter issue. According to the patient, they had a bad headache and their stomach swelled up. The patient felt that they were losing spinal fluid, which, they believed, was "going into their stomach". The patient did not have any further information. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.